Event description:
Related manufacturer reference number: 2017865-2022-14751, related manufacturer reference number: 2017865-2022-14755. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Manufacturer narrative: the device was returned from a deceased patient. The device was received from the field with battery voltage above elective replacement level. Electrical testing and longevity assessment were normal. Correction: h1 was updated.